Event description:
It was reported that a patient using an ilet system with a dexcom g7 sensor experienced a failure to connect the newly inserted sensor to the pump; the initial nonconnecting sensor was removed, and the patient was instructed to pair a new sensor via the pump¿s ¿pair with sensor¿ function by entering the new dexcom code so the pump would stop attempting to connect to the removed sensor. Symptoms included no adverse clinical effects reported. Outcomes included no alerts, alarms, or medical interventions, and no hospitalization. Investigation included troubleshooting and user education focused on sensor pairing workflow. Investigation of this case revealed a pairing failure with the responsible device not identified, and the issue resolved through guided re-pairing steps without hardware replacement. It was concluded, based on previously established findings for similar reports, that user interface or connectivity workflow factors were the most probable cause, with no confirmed device malfunction.